Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced symptoms described as "fell asleep", "difficulties with speaking", seizure, and a loss of consciousness. The customer was unable to self-treat, requiring administration of glucose dissolved in water by non-healthcare professional for treatment. After few days the customer had contact with healthcare professional and admitted to the hospital for second illness, which is not related to adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is based on the customer's report of "one day a few months ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced symptoms described as "fell asleep", "difficulties with speaking", seizure, and a loss of consciousness. The customer was unable to self-treat, requiring administration of glucose dissolved in water by non-healthcare professional for treatment. After few days the customer had contact with healthcare professional and admitted to the hospital for second illness, which is not related to adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader passed the audio and vibration test. Isf (interstitial fluid) log data was downloaded from the returned reader using approved software. Alarms observed does not coincide with high/low limits. The known good sensor was activated with the returned reader and signal and sound icons were observed as activated. Waited for few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi value (received signal strength indicator) were present for all packets. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6) . All pertinent information available to abbott diabetes care has been submitted.